Event description:
It was reported that the patient had the artificial urinary sphincter device "was" removed due to unspecified reasons. A new artificial urinary sphincter device with a 4.0 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the artificial urinary sphincter device was removed due to unspecified reasons. A new artificial urinary sphincter device with a 4.0 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experience recurring incontinence.